Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was having issues with the sensor. The device will alarm, customer would checked finger sticks and it was 80mg/dl. Other occasions the sensor stated she was in her 300's mg/dl and she did the finger stick and it was in the 100's mg/dl. Customer stated she is at the point where she no longer wants to use the device. Customer declined to troubleshoot. Customer stated she dropped to the 30's mg/dl and was not aware. Customer stated she was hospitalized. Her blood glucose at that time was 38 mg/dl. The customer's current blood glucose was 91mg/dl. Customer had to remove sensor because her blood glucose was trending from 200mg/dl-300mg/dl. Customer declined to troubleshoot for low blood glucose and does not think the insulin pump has an issue.